Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm and no scrolling numbers anomaly on the device. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act, up and down buttons are not working and they are unable to clear the alarm. Customer's blood glucose level was 323 mg/dl. Customer advised they attempted to bolus and the numbers continued to scroll up. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.